Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was paused but resulted in a free flow event. There was nothing stuck in the door according to the customer. There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide additional information.